Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation and bilateral capsular contracture post procedure. As a result, an explant and replacement with mentor smooth round moderate plus profile 300cc saline prostheses was performed on (B)(6) 2021. The right sided deflation was reported initially under 1645337-2021-02573 on (B)(6) 2021. On march 25, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Manufacturers reference number: (B)(4). On april 15, 2021 mentor became aware that it erroneously placed the following incorrect statement in b5 of the initial report submitted on that same date: as a result, an explant and replacement with mentor smooth round moderate plus profile 300cc saline prostheses was performed on (B)(6) 2021. The correct statement is as follows:as a result, an explant and replacement with mentor smooth round moderate plus profile 300cc saline prostheses was performed on (B)(6) 2021.